Event description:
Olympus has informed that during a diagnostic laparoscopy, a mass was noted on the pt's left ovary and fallopian tube. The pt underwent a left salpingo-oophorectomy. An open circuit error was displayed on the generator. The tissue could not be cauterized and the pt underwent a mini laparotomy to control the bleeding. The pt was discharged on (B)(6) 2013 and is reported as doing fine.

Manufacturer narrative:
The esg-400 was returned to olympus for eval. The reported event could not be recreated because the involved thunderbeat hand instrument was not returned. The esg-400 was tested with the customer's usg-400 unit and no problems were noted. In addition, the system memory logged in error code <e001>, open circuit error, which indicated that the thunderbeat had instrument did not have proper contact with the pt's tissue. The device was inspected and will be returned to the user facility. The root cause of the user's experience could not be conclusively determined.